Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The reload was analyzed and found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the middle of the returned reload, which does not align with the firing completion percentage displayed in the procedure logs. Additionally, the reload blade was found to have mechanical indentations. The reload cover was removed, the pusher was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed.

Event description:
Intuitive surgical, inc. (Isi) received a discrepant product return of a green sureform 45 reload from the site with the complaint that after multiple attempts to attain tissue compression, the stapler finally proceeded with firing, paused for compression, and would not continue firing. System displayed message instructing the surgeon to unclamp the stapler. The surgeon requested another stapler device. Another attempt was made with a new sureform 60 stapler with same result. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the procedure was converted to laparoscopic surgery only because of the stapler issues. The customer did not increase port incision size or add additional ports. The patient tolerated the change with no issues. There was no patient harm. The surgeon chose green reloads due to the tissue being thicker. The tissue was lung tissue and the patient had previous radiation therapy, but the surgeon believed the tissue was in normal condition. The surgeon encountered difficulty getting compression. When the stapler was finally able to fire, it would begin to fire and then stop. The staple line was intact with no bleeding, and the customer did not note any malformed staples.